Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she filled the reservoir with insulin and there was an issue during priming. Customer stated that she had another issue with her blood glucose going low and the pump was releasing insulin without her knowledge. Customer stated that she woke up at 12:09 am and her blood glucose readings went from 67 mg/dl to 443 mg/dl and to 44 mg/dl. Customer's blood glucose was 171 mg/dl at the time of the incident. Customer's current blood glucose is 147 mg/dl. Customer has treated with food. Customer stated that there was only one low blood glucose incident. Customer was not admitted as an inpatient for medical treatment. Customer's most recent set change was today. Customer reported that the pump was not exposed to an MRI. Customer was advised to speak to her health care provider regarding her low blood glucose and to monitor the pump.